Manufacturer narrative:
The reagent lot number is 789737 with an expiration date of 31-nov-2025. The field service representative found that the paddle to the bead mixer was bent. He replaced the paddle and straightened the joint, and the reagent pack was replaced. Calibration and qc passed after service. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was 15 ng/l. The repeated result was 18.02 ng/l. The sample was repeated because qc failed. The repeated result was believed to be correct.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.